Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Per follow up information received, the unit was not coming back it was a user error. No additional information was received. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Initial reporter full facility name: (B)(6). Correction: h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they cooled patient below target during use. The arctic sun device was set to cool the patient to 37 degrees and cooled patient to 34 degrees. Per review of wo on 21mar2025, device was used on patient and device taken off the patient. Per follow up information received via mail on 21mar2025, the unit was not coming back it was a user error.

Event description:
It was reported that they cooled patient below target during use. The arctic sun device was set to cool the patient to 37 degrees and cooled patient to 34 degrees. Per review of wo on 21mar2025, device was used on patient and device taken off the patient. Per follow up information received via mail on 21mar2025, the unit was not coming back it was a user error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.